Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The blood glucose level was 125 mg/dl. The customer stated that the insulin did not exit. The customer also stated that the insulin did not exit with plunger push. The product will not be return for analysis.